Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was taken to the hospitalized with a blood glucose reading of 235 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. Prior to the event, the customer had only delivered one bolus. The insulin pump passed the prime, high pressure and self tests. Nothing further was reported.